Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: plastic distal end cover had scratches, bending section cover glue is cracked, charged coupled device lens is chipped, light guide lens chipped, insertion tube leaking and ripped, charged coupled device lens is chipped, olympus mane plate missing, ultrasound cord is ripped /wrinkle, angulation has excessive play, ultrasound cord is ripped /wrinkle, production label and connector need to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a leak. The issue was found during reprocessing. The device was returned for evaluation. The device evaluation found the ultrasound probe was cut. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.